Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead measured impedances of 1855 ohms in bipolar and 1519 ohms in unipolar. Capture was intermittent in bipolar, with a capture threshold of 7.5 v, and there was no capture in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.